Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in contained foreign matter in the device cannula. The following information was provided by the initial reporter: "when the disposable indwelling needle was opened, foreign matter adhered to the tip of the needle was found".

Event description:
It was reported that bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in contained foreign matter in the device cannula. The following information was provided by the initial reporter: "when the disposable indwelling needle was opened, foreign matter adhered to the tip of the needle was found".

Manufacturer narrative:
H.6. Investigation: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.